Event description:
Home patient reports leak in cassettes of homechoice sets. Home patient reports fluid on the floor at time of her mid-day exchange that appeared to come from cassette. Home patient did not perform exchange and homechoice machine was swapped. Per home patient no patient injury or medical intervention resulted from incident.